Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent minimum fill notifications occurred after filling insulin into the cartridge during the load sequence. The customer loaded a new cartridge or re-loaded the existing cartridge to resolve the issue. The customers blood glucose (bg) was displayed as ¿high¿; however, a specific value was not provided. Reportedly, the customer administered a manual injection to address bg level.